Event description:
The customer reported that she was hospitalized for high blood glucose levels, with a reading of 270 mg/dl. The customer stated that she had been experiencing high blood glucose levels and symptoms of diabetic ketoacidosis since (B)(6), 2010. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.